Event description:
It was reported by the aci sales associate that a patient underwent a diagnostic peripheral procedure on an unknown date, in which the mynx cadence vascular closure device 5f was used to close the femoral artery. It was reported that the device was returned to the sales associate in a plastic bio-hazard bag and the only explanation given to him was that "the sealant didn't deploy properly." No further information is available.

Manufacturer narrative:
The device was returned for evaluation and a deployment jam was confirmed. Visual inspection of the devices showed the shuffle cartridge disengaged from the handle with the sealant flared over the balloon proximal taper. When an attempt was made to retract the shuttle, significant resistance was noted and the shuffle did not move. The introducer sheath was removed distally. Based on the condition of the returned device and the investigation performed, the root cause of the device deployment jam could not be conclusively determined. The review of the lhr (lot f1202003) indicated that the device met all established performance criteria prior to shipment.